Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-feb-2023, UDI#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall in the bathtub and now no longer felt the stimulation. Diagnostics performed included an impedance check that showed the ¿were over¿ on several electrodes. As an action taken to try to resolve the issue, all programs were checked to see if the patient could feel the stimulation on any of them. The issue was not resolved at the time of report. No surgical intervention had occurred but one was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1ydfb, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare provider via a manufacturer representative. It was reported that the impedances were high due to a fall in the bathtub. The patient stated that they did not have a handrail in their bathtub, and they fell. It was noted that the lead and battery were removed from the patient. No further patient complications are anticipated or expected as a result of this event.